Manufacturer narrative:
One device was received for evaluation. The device was confirmed to be broken. (B)(4) was initiated to address the breakage of the needle. A redesign of the product will be initiated to address this reported failure mode. The failure can be attributed to an interaction with the needle and the hand instrument. (B)(4).

Event description:
During a shoulder arthroscopy the surgeon was using a suture needle shuttle. Intra-operative the needle tip reportedly broke off. The surgical staff attempted to flush it out of the joint, but they think it may still be in the patient since it could not be located. A backup device was on hand to complete the procedure.